Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was reported implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic supracervical hysterectomy due to pelvic organ prolapse, rectocele, and cystocele. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain as well as severe vaginal bleeding, mesh extrusion, vaginal odor and chronic pain during intercourse and in addition to physical pain and discomfort, also psychological and emotional. It was reported that patient underwent mesh removal on (B)(6) 2013 to alleviate pain and suffering. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.